Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event of death. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing related to the reported event. A short simulated therapy was successfully performed. During evaluation, no failure, malfunction, or increased intra-peritoneal volume (iipv) event was identified that could have caused or contributed to the event. The cause of the reported event of death could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with automated peritoneal dialysis (apd) therapy. The cause of death was congestive heart failure. The patient was not hospitalized prior to death. The patient died at home under hospice care. Apd therapy was ongoing until the time of death. It was unknown if the patient was connected to the homechoice device at the time of death. An autopsy was not performed. A death certificate was not available. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.